Event description:
It was reported that the pt had a heart attack in (B)(6) 2009, "kidney problems" in (B)(6) 2010, and wondered if these events were related to the implanted pump. The pt felt the head spinning, the memory was "shot," and felt as though they "were about to lose their mind." The pt fell as a result of experiencing dizziness. The pt also complained of blood clots in the lungs. It was believed that the previous pump refill was eight to nine months prior to this report. No pump alarms were heard, and it was noted that the pt's previous pump was replaced without any alarms being heard (B)(4). The pt met with the MFR rep on (B)(6) 2010, and was to have a pump refill performed on (B)(6) 2010. There was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt outcome were provided. Add'l info was requested, but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).